Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating there was a discrepancy of heart rate between ECG (electrocardiogram) monitoring 110 bpm (beats per minute), spo2 monitoring 75 bpm (beats per minute) and manually at 80 bpm (beats per minute) with different results all on the same limb. None of the measurements provided, constitute a reading of bradycardia, low heart rate typically measuring below 60 bpm (beats per minute). When obtaining heart rate through the ECG monitoring, the device did measure as bradycardia, however there were no reports of impact to the patient.

Manufacturer narrative:
This correction report is being sent for MFR report number 3003832357-2025-000602. The patient outcome grid was updated and the description.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating there was a discrepancy of heart rate between ECG (electrocardiogram) monitoring 110 bpm (beats per minute), spo2 monitoring 75 bpm (beats per minute) and manually at 80 bpm (beats per minute) with different results all on the same limb. There were no reports of impact to the patient.